Event description:
The following has been reported by customer: non-functional keypad, the device cannot be turned on. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was not received because it was repair locally. To solve the issue the upper housing, including the keypad has been replaced. The defective part, the upper housing, including the keypad, was not received in (B)(6) for investigation. As part of this event, an event record was created to conduct an in-depth analysis. The complaint is consequently considered valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.